Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Home monitoring atrial monitoring episode appears to have noise on far field signal. One ventricular event was not sensed and recommended sensitivity setting to be changed. A slight drop in mean rv sensing was also seen around july 20th and is continuing to present. Lead remains implanted.